Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested with the elecsys ca 19-9 immunoassay (ca 19-9). The customer stated that there were no other issues with the analyzers or sample measurements. Refer to the attachment for all patient sample data. The customer initially ran the sample without dilution and the value (46.06 u/ml) was within the measuring range of the assay. The customer does not normally dilute samples recovering within the measuring range of the assay, but based on the results of other tests, the customer performed measurements on multiple dilutions of the sample. Dilution measurements were carried out on two e602 analyzers using different ca 19-9 reagent lot numbers (lots 293407 and 312851), different diluent materials, different lot numbers of diluent material, different dilution ratios, and different dilution methods. The customer suspected that there was a non-specific reaction of the sample with the assay. The customer also suspected that there was a difference of recovery with the different ca 19-9 reagent lot numbers, due to the fact that the sample recovery was lower with ca 19-9 reagent lot 312851. The customer believed that a value of around 30 u/ml was correct for the patient. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. No adverse events were alleged to have occurred with the patient. The patient had a health examination and no health deterioration was reported. The serial numbers of the e602 analyzers are (B)(4).

Manufacturer narrative:
The results of the non-diluted samples match each other regardless of reagent lot number and instrument. Measurements performed with the diluted samples were not performed according to product labeling. Per product labeling, the concentration of the diluted sample must be > 50 u/ml. Diluent multiassay and physiological saline are also not specified for use as suitable diluents for testing with the ca 19-9 assay. Product labeling also states that the ca 19-9 antigen tends to aggregate, which may lead to non-linear dilution behavior in certain individual samples. Based on calibration and qc data, a general reagent issue could be identified.